Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the 40s and 50s about two or three weeks ago, but she had treated for it and is just fine. Troubleshooting for the hypoglycemia was declined. The insulin pump was not returned or replaced.